Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited steadily increasing shock impedance measurements from 75 ohms to greater than 125 ohms. The root cause of the high shock impedance measurements was unknown. The physician scheduled the patient for replacement of the ICD and rv lead on a future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If information is provided in the future, a supplemental report will be issued.